Event description:
It was reported that patient showed high lead impedance during diagnostics tests. No patient manipulation or trauma was reported. It was suggested to the site to turn the device off and take x-rays. Good faith attempts to obtain additional information have been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.